Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen is blank. The patient reported appropriate troubleshooting steps and display screen went blank again. States, there is moisture in the upper right side of screen and it looks foggy. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/20/2013 -device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a functional but dim/discolored display screen with appropriate audio and vibration alerts. Call service 054 alarms were observed in the alarm history which are consistent with sleep alarms that cause the screen to go blank. Blank display issue was not reproduced during the investigation and moisture was not observed in the display. A display lens leak was found during the testing and moisture corrosion was observed in the battery compartment. When the pump casing was opened, moisture corrosion was not observed within the pump interior.